Manufacturer narrative:
G3: corrected date gore aware.

Manufacturer narrative:
B1, b2: additional details.

Manufacturer narrative:
H6: added component code 515.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: ceb231410a/16470082. The instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and bilateral common iliac artery aneurysms. A zenith fenestrated endovascular stent graft (zfen device) was implanted just distal to the renal arteries and gore® excluder® iliac branch endoprostheses (ibe devices) were implanted to extend coverage of the zfen device and treat the left common iliac artery aneurysm (lciaa). The right common iliac artery aneurysm was not treated at this time. On (B)(6) 2019, the patient underwent endovascular treatment, and additional ibe devices were implanted to extend coverage of the zfen device and treat the right common iliac artery aneurysm (rciaa). The patient tolerated the procedure. On (B)(6) 2021, the patient underwent reintervention for a suspected type iii endoleak at the junction of the ibe devices and extend coverage within the left hypogastric artery. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced via brachial access through a 8fr x 45cm terumo sheath. The physician experienced difficulties due to tortuosity and the length of the sheath and the device had was unable to advance over the bend of the subclavian arch and was removed. When the catheter was removed from the patient it was noticed that the vbx device had become dislodged from the balloon and could be visualized resting at the level of the left subclavian artery. The physician was able to advance the same catheter through the device, inflate to 3atm and successfully advance the vbx device to the treatment site. The vbx device was successfully deployed to reline the overlap junction of the ibe devices and extend coverage within the hypogastric artery. The patient tolerated the procedure with no adverse consequences. No type iii endoleak was confirmed and not aneurysm enlargement was reported.